Event description:
2nd staple reload fell off into pt's abd. Staples removed from field. 2nd stapler misfired and removed from field. By the 3rd stapler, dr said the staple line was too thick to use. The pt was converted to an open (laparoscopy) gastric bypass. Cst in room state that the staple was loaded in the usual manner.